Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37651, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (serial no. (B)(4)) found that the connector pin was broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins recharger (insr) connector pin tip was stuck in the insr but the caller was not with the patient or equipment at the time of calling and was therefore unable to troubleshoot. Additional information received from a consumer indicated the recharger was still not charging after receiving the replacement desktop charger (dtc). It was confirmed the broken connector pin was removed from the recharger, and they've had it plugged in charging but not advancing. The patient's legs and feet started shaking today and that was why they checked the recharger. The implantable neurostimulator (ins) was 3/4 charged and the recharger was causing the issue.